Event description:
It was reported the atrial lead was fractured when the patient ran into a tree during an ultramarathon several years ago. It was also reported that the patient alert was turned off at that time. The lead was capped and replaced during the elective generator change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.